Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274trk, biv ICD, implanted: (B)(6) 2011; 694765, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was repositioned due to high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.